Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain preventing me from sleeping"), genital haemorrhage ("intense bleeding which lasted for 5 and a half months"), intracranial aneurysm ("brain aneurisms") and blood iron decreased ("iron level nearly requiring hospitalisation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. In 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), intracranial aneurysm (seriousness criteria hospitalization and medically significant), blood iron decreased (seriousness criterion medically significant), visual impairment ("visual disturbance"), fatigue ("intense fatigue"), tachycardia ("tachycardia"), myalgia ("muscle pain"), depression ("depression"), paraesthesia ("pins and needles in the arms"), pruritus ("itching all over especially the face"), cough ("cough for 3 and a half years"), dizziness ("dizzy spells"), the first episode of feeling abnormal ("the feeling that was not able to swallow"), arthralgia ("joint pain"), skin disorder ("very bad skin"), dermatitis contact ("inability to tolerate earrings any longer"), dermal cyst ("cysts in ears"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating"), loss of libido ("loss of libido"), weight increased ("weight gain of 16 kg impossible to lose"), tinnitus ("constant noise in the ears"), urinary tract infection ("urinary tract infection"), the second episode of feeling abnormal ("constant feeling of being on a cloud") and colitis ("constant attacks of colitis"). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the back pain, genital haemorrhage, intracranial aneurysm, blood iron decreased, fatigue, paraesthesia, pruritus, cough, arthralgia, skin disorder, dermatitis contact, dermal cyst, disturbance in attention, loss of libido, weight increased, tinnitus and the last episode of feeling abnormal outcome was unknown, the visual impairment, depression, dizziness and colitis had resolved, the tachycardia and urinary tract infection had not resolved and the myalgia and amnesia was resolving. The reporter considered amnesia, arthralgia, back pain, blood iron decreased, colitis, cough, depression, dermal cyst, dermatitis contact, disturbance in attention, dizziness, fatigue, genital haemorrhage, intracranial aneurysm, loss of libido, myalgia, paraesthesia, pruritus, skin disorder, tachycardia, tinnitus, urinary tract infection, visual impairment, weight increased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. The reporter commented: the patient reported that she will contact a lawyer. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on an unknown date: brain aneurisms. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 279 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 21-jun-2017: quality safety evaluation of ptc. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain preventing me from sleeping"), genital bleeding ("intense bleeding which lasted for 5 and half months"), intracranial aneurysm ("brain aneurisms"), and blood iron decreased ("iron level nearly requiring hospitalisation") in a female patient who had essure inserted in 2014. The occurrence of additional non-serious events is detailed below. Her medical history included children. In 2014, the patient had essure inserted. On an unknown, the patient experienced intense bleeding, which lasted for 5 and a half months, with an iron level nearly requiring hospitalization. Then, she developed visual disturbance. She underwent MRI; she had brain aneurisms. After the intervention on the brain, she was in a state of intense fatigue, tachycardia, muscle pain, depression, pins and needles in the arms, back pain preventing her from sleeping, itching all over especially the face, cough for 3 and a half years, dizzy spells, the feeling that she was not able to swallow, joint pain, very bad skin, inability to tolerate earrings any longer, which routinely caused cysts, neurological disturbance, i.e. Memory loss, difficulty concentrating, loss of libido, weight gain of 16 kg impossible to lose, constant noise in the ears, urinary tract infection, constant feeling of being on a cloud and constant attacks of colitis. She had to resign from her job because of the fatigue and recurrent sick leave. Since the inserts were removed, she had not had any dizziness, her memory is improving, depression has resolved, no more attacks of colitis, less muscle pain and no more visual disturbance. Other symptoms persist at present, including tachycardia and persistent urinary tract infection. Muscle pain is returning. She is to undergo abdominal pelvic CT-scan. The reporter considered all events to be related to essure. The patient reported that she will contact a lawyer. Company causality comment: this non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced back pain preventing me from sleeping, intense bleeding which lasted for 5 and a half months (seen as genital bleeding), intracranial aneurysms and iron level nearly requiring hospitalization (seen as blood iron decreased) amongst other non serious events. Intracranial aneurysms and decreased blood iron are unanticipated, while back pain and genital bleeding are anticipated in the reference safety information for essure. Back pain of varying intensity and duration as well as changes in bleeding pattern, including unscheduled and heavy bleeding may occur and persist after essure insertion. In this case, although no information about the consumer's historical and concomitant conditions was provided, the events were reported to start after essure insertion, therefore a causal relationship with essure cannot be excluded. Considering the local and mechanical effect of essure in the fallopian tubes, and the nature of the event intracranial aneurysms, causality was excluded. Considering that the genital bleeding could have contributed to a decrease in iron levels, causality with essure cannot be completely excluded (bleeding from the aneurysm was not reported in this case). This case was classified as incident since a device removal was required. Follow-up information and a product technical analysis are being sought.